Event description:
Coronary stenting of proximal left anterior descending, balloon ruptured at 9 atm of first inflation. Underwent emergent coronary bypass procedure (circumflex, obtuse marginal, diagonal, left anterior descending to left inferior mammary artery. Balloon was 3.0mm diameter, 12mm long.